Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause of this complaint is expected or random component failure resulting from degradation problem, with no design or manufacturing issue identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the videoscope to the service center for evaluation related to a separate issue. During the evaluation, a reportable malfunction was identified: chip at the instrument channel outlet. As a result, the affected components required replacement. There was no patient involvement associated with this event.